Manufacturer narrative:
(B)(4). The device was evaluated for the reported issue. The homechoice device received a returned instrument testing evaluation (rite). Electrical testing, pneumatic system testing, and a simulated therapy test were performed with no issues found. Internal and external inspections were performed with no issues noted. Door assembly was checked and no issues found. The device failed rite volume performance specifications due to a system error 2086; however, the cause of the reported failure could not be determined. As a preventative measure, the membrane gasket was scrapped and the device was sent for servicing. A service history record review revealed no issues that could have caused or contributed to the reported problem. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.